Event description:
It was reported that during open heart surgery, the physician noted 'dys-synchrony' possibly due to intermittent capture on the right ventricular lead (rv). It was also reported that the rv lead was noted in the operating room and on chest x-ray to not have any slack. The lead was pacing inappropriately, showed noise and oversensing. During the procedure, the rv lead was reprogrammed to unipolar pacing. The atrial lead was also pacing inappropriately and was unable to capture. Noise and oversensing were also seen on the atrial lead. The patient also experienced atrial asystole with intact atrio-ventricular node but very long atrio-ventricular interval. The patient does have some true atrial tachycardia/atrial fibrillation. The atrial lead was capped and the device and rv lead were removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during open heart surgery, the physician noted 'dys-synchrony' possibly due to intermittent capture on the right ventricular lead (rv). It was also reported that the rv lead was noted in the operating room and on chest x-ray to not have any slack. The lead was pacing inappropriately, showed noise and oversensing. During the procedure, the rv lead was reprogrammed to unipolar pacing. The atrial lead was also pacing inappropriately and was unable to capture. Noise and oversensing were also seen on the atrial lead. The patient also experienced atrial asystole with intact atrio-ventricular node but very long atrio-ventricular interval. The patient does have some true atrial tachycardia/atrial fibrillation. The atrial lead was capped and the device and rv lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, grommet damage was noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal conductor was stretched. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress). The outer insulation had a cosmetic environmental stress crack and was breached cut. The lead was stretched and there was apparent explant damage. (B)(4) std review: we did receive performance data collected from the device and have analyzed the data. Analysis showed that no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, grommet damage was noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal conductor was stretched. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress). The outer insulation had a cosmetic environmental stress crack and was breached cut. The lead was stretched and there was apparent explant damage.